Event description:
The info received from the field states that this pt was presented to the interventional lab for a stent placement in the left subclavian artery in 2005. The info states that during the index procedure the lesion was pre-dilated with a 6x2 mm balloon at 6 atmospheres (atms). The palmaz genesis stent was then delivered to the lesion and deployed at 10 atmospheres with good result. Two months later the pt came back to the hospital for a coronary angiogram. During this procedure the physician performed an arch aortagram, which revealed a fracture of the previously placed stent. The physician also performed a selective subclavian view to confirm the findings. No add'l intervention was performed, as the pt was assymptomatic. There was no harm to the pt.